Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. Probe failure is consistent with excessive loading. The subject thoracic probe was used in the lumbar and sacral spines, a misuse of the instrument. The damage observed to the screw inserter is consistent with excessive bending and torsional forces being placed on the tip. The reported hard bone of the patient likely contributed to the incident. A review of the manufacturing and inspection records did not reveal any contributing information/trends.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a surgery took place in which the tip of a probe fractured and was left in the patient.